Manufacturer narrative:
During prep of five mynx control vascular closure device (vcd), the device sheath split exposing the sealant. There was no patient injury. Hemostasis was achieved using another unknown device. The mynx vcd prepped according to the instruction for use (IFU). Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The sheath did not kink/bend upon removal. There were no presence of pvd / calcium in the vicinity of the puncture site. The access site vessel was not tortuous. There were no damages noted to the sealant sleeves (cartridge assembly). The devices were not returned for analysis. The product history record (phr) reviews of lot f1913401 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaints. The reported ¿mynx control system deployment difficulty-premature/during prep¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the issues experienced could not be determined. Based on the limited information available for review, handling factors during prep of the devices possibly contributed to the premature exposure of the sealants reported. If the user holds the devices by the shaft, the sealant sleeves could inadvertently be pulled back and expose the sealant prematurely. Also, if the outer sleeves are damaged during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿prepare balloon: fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave syringe at neutral. Do not lock.¿ neither the phr reviews nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
During prep of five mynx control vascular closure device (vcd), the device sheath split exposing the sealant. There was no patient injury. Hemostasis was achieved using another unknown device. The mynx vcd prepped according to the instruction for use (IFU). Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The sheath did not kink/bend upon removal. There were no presence of pvd / calcium in the vicinity of the puncture site. The access site vessel was not tortuous. There were no damages noted to the sealant sleeves (cartridge assembly). The devices will not be available for analysis.